Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and noted errors for leaks. The se performed calibrations extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a ventilator inoperable error message. The ventilator was not in use on a patient at the time the event occurred.